Event description:
Distributor contacted magellan diagnostics technical services (ts) to indicate that a customer reported elevated patient blood lead test results with leadcare ii. Ts obtained contact information from distributor and contacted customer. Customer reported discrepancies between capillary blood lead results obtained using the leadcare ii system and confirmatory test results. Customer reported leadcare ii test result of 8.7 ug/dl with corresponding confirmation test result reported as "negative." Customer was unable to provide confirmation test reports to ts at the time of contact. The customer reported that quality control (qc) results were within range. Level 1 = 13.0 ug/dl (target range = 7.6-13.6 ug/dl) and level 2 = 30.1 ug/dl (target range = 26.9-34.9 ug/dl). During troubleshooting ts asked customer to describe method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: not washing hands with soap and water and then air drying contact with the skin when wiping away the first drop of blood not removing excess blood from the outside of the capillary tube customer reported using capillary tubes provided in the test kit and not using micro-collection devices. Ts instructed the customer to follow cdc recommendations for capillary blood lead collection and supplied the cdc capillary collection video. The customer stated it is not possible to follow the cdc collection recommendations. Ts requested the regional point of contact (rpoc) conduct training with the customer. The customer stated prior to receiving the field correction letter (sent (B)(6) 2026) there were no issues with the leadcare ii test kit results and that they therefore believe the test kits are inaccurate. Ts informed the customer the field correction letter was to notify users that the instructions have been updated to state it is no longer acceptable to use external capillary blood collection devices. The distributor contacted ts on (B)(6) 2026 and reported that the customer saw another elevated result after handwashing prior to testing. The results of the test were not provided. Ts will provide a replacement test kit to the customer. The rpoc reported on (B)(6) 2026 the customer has not responded to their contact attempts. Ts emailed customer and rpoc for follow-up. On (B)(6) 2026 the customer confirmed receipt of replacement test kit. The customer reported no issues and is satisfied. Customer to return initial test kit to magellan diagnostics.

Manufacturer narrative:
This customer reported five (5) elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.